Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent repair of a left spigelian hernia and mesh was implanted. It was also reported that post-operatively she experienced pain in abdomen, inflammation and acidity of the vagina, urinary/bowel problems, dyspareunia, elevated blood pressure, difficulty walking and body rash. It was further reported that the patient underwent an another surgery in 2008 to relieve the pain, and adhesions were discovered, along with a ¿twisted intestine.¿ it was reported that she underwent surgery in fall of 2012 and it was discovered that the intestines, colon, bladder and uterus were adhering to each other. Additionally, it was reported that the patient underwent a subsequent surgery on (B)(6) 2013 and removed the mesh. The pain is lessened, but still persists. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/07/2015. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2015, and a mesh was implanted. It was reported that the patient underwent a laparoscopy with fulguration of bleeding right corpus luteum cyst and evacuation of hemoperitoneum on (B)(6) 2001. It was reported that the patient underwent a ventral incisional hernia repair on (B)(6) 2006. It was reported that the patient underwent a repair of left spigelian hernia in (B)(6) 2007, and the hernia site was identified, and a large on-lay graft of mesh was affixed. On (B)(6) 2008, the patient underwent a laparoscopy and lysis of adhesions, in the area of the terminal ileum there was a band of adhesion which had caused a point of irritation and possible partial obstruction. This was freed. The remainder of the small bowel and large bowel were examined as were the uterus, tubes and ovaries. There was no abnormality found. The pelvis was seen and was clear. On (B)(6) 2008, the patient had a laparoscopy and lysis of adhesions. It was reported that the patient had a diagnostic laparoscopy on (B)(6) 2011. On (B)(6) 2012, the patient had a diagnostic laparoscopy, laparoscopic lysis of adhesions/enterolysis, repair of small fundal hysterotomy, and cystoscopy. On (B)(6) 2013, the patient underwent a repair of left lower quadrant abdominal mesh, with sharp dissection, the external oblique fascia was mobilized intact off of the adhesions to the underlying mesh. It was further reported that the mesh was dissected away from underlying internal oblique muscle and fascia, and no evidence of a hernia was detected. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a repair left spigelian hernia due to left spigelian hernia. It was reported that following insertion the patient experienced pain/discomfort, urinary/bowel problems, adhesions, scarring, restriction of mobility, shrinkage/contraction, and other. The patient underwent explant of mesh on (B)(6) 2013 due to inflammation, bowel obstructions, burning pain, difficulty walking for long periods of times, pain during sexual intercourse, a distended abdomen, elevated blood pressure, persistent body rash, twisted intestine, adhesions, and organ displacement. No additional information was provided.